Manufacturer narrative:
There were no echo devices of lot c774680 in stock at the time of the investigation. 1 x echo device of lot c774680 was returned for evaluation. It was returned in its original package and was open on receipt. The complaint information stated that user of the device had the following issue: "the device was used for eus-fna. After advancing needle into target tumour, the physician attempted to retract the needle to correct positioning to a better site. However, the needle did not response". Since the needle could not be retracted into sheath, the physician retracted whole device into endoscope with the needle stuck out. Then, another new device was used instead, the procedure was completed with no problem." On evaluation of the returned device the relevant engineer noted that the handle was returned at the "0" marking while the needle was extended approx 7cm from the sheath. The needle could not advance and retract as it was noted that the needle was broken within the sheath below the sheath extender. No part of the needle was missing. The needle tip was not damaged. The stylet with its cap attached was returned in place within the device. The customer complaint could be confirmed as the needle could not be retracted as the needle was broken within the sheath. A possible cause of the complaint could be that the device may have been damaged during its introduction into the endoscope or during use if the endoscope was being used in a tortuous anatomy. If the endoscope was being used in a tortuous anatomy then this may have caused the needle to break below the sheath extender. It is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory. From the information provided there was one biopsy obtained with the use of the device. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo device of lot number c774680 did not reveal any discrepancies which could have contributed to the complaint report. The 2 year complaint history has been reviewed and this type of complaint occurrence is low. No corrective action is warranted at this time. From the information provided there was no harm to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for eus-fna. After advancing needle into target tumour, the physician attempted to retract the needle to correct positioning to a better site. However, the needle did not respond. Since the needle could not be retracted into sheath, the physician retracted whole device into endoscope with the needle stuck out. Then, another new device was used instead, and the procedure was completed with no problem. On evaluation it was noted that the needle was broken within the sheath below the sheath extender. There has been no adverse effects to the patient.